Event description:
A customer contacted beckman coulter inc., (bec) and reported there was liquid leaking onto the waste container under the unicel dxi 800 access immunoassay system. No injury has been reported in connection with this event.

Manufacturer narrative:
The analyzer is plumbed to a floor drain. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse discovered leaking waste transfer peri-pump tubing in the fluidics drawer. The fse replaced all of the peri-pump tubing. Per fse, all verification testing passed within published performance specifications. Hardware is the root cause for this event.